Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tube was broken. The patient could not pump the implant.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within an area of confined abrasion in the non-serialized exhaust tube of the pump near the strain relief. Testing revealed this to be a site of leakage. The detachment site of the pump inlet tube and the reservoir inlet tube near the strain relief appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in all tubes of the pump. Testing revealed these not to be sites of leakage. Crease marks were noted in the cylinder bladders of cylinders 1 and 2. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the strain relief of the non-serialized exhaust tube of the pump. No functional abnormalities were noted with cylinders 1 and 2 or the reservoir. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could cause the non-serialized exhaust tube to kink onto itself, abrading enough to cause a separation in the tube. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, quality concluded that the rough and irregular surfaces associated with the detachment site of the pump and reservoir inlet tube indicate that sufficient stress(s) was exerted on the reservoir inlet tube near the strain relief to separate the site. Monofilament appears pulled, which may indicate this separation occurred during explant. The information received did not indicate an issue with the inlet tube near the reservoir. As the separation was confirmed on the non-serialized exhaust tube of the pump, quality cannot confirm if the inlet tube separation was also a site of failure while in vivo. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5924907. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.